Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D9 : device available for evaluation. G6:type of report: follow up. H2: additional information - correction. H3 device evaluated by mfg- additional information. H6: investigation conclusion ¿ additional information.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.